Event description:
It was reported that there was a plunger failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case rear lower left corner was broken. Right plunger was cracked. During the power up process, the reported problem was duplicated. The root cause of the reported issue was found to be the flippers on left plunger case were touching the top of the ear clip when plunger assembly was pushed all the way in. Replaced left plunger case. Performed power up process and all functional tests which passed.